Event description:
Approx 9 mins into treatment with a f180 nre dialyzer, this hemodialysis pt complained of not feeling well. Blood pressure dropped. She was given oxygen and placed in trendelenburg position (head lower than feet). She became unresponsive. Her blood was returned and she regained consciousness. Ems was called and pt was taken to the hospital where she was admitted. It is reported the pt had a similar experience in the hospital with the f180 nre dialyzer. The physician stated the pt had developed an allergy to polysulfone. The dialyzer was changed to a baxter exeltra and there have been no further incidents.

Manufacturer narrative:
Medical records are in process of being reviewed by the post market clinical department and the physician and plant investigation is on-going. A f/u MDR will be submitted once the investigation is completed.